Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges end user has tipped over several times in chair.

Manufacturer narrative:
The "PMA/510(k)" was updated. The device was repaired and returned to the consumer. The consumer was satisfied.

Event description:
Alleges end user has tipped over several times in chair.